Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets leaked from the ¿twist open/close part.¿ this occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b3/d10: during follow up it was clarified that the events occurred on 06/10/2025 and 06/24/2025 (previously submitted as 08/14/2025). Additional information h6: type of investigation: b18 (previously submitted as b17). H11: the devices were discarded (previously submitted as not returned) and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.